Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to discharge after the implant procedure, this patient received an inappropriate shock. Impedance was greater than 170 ohms. Additionally, two more inappropriate shocks were delivered with impedance measurements of 137 ohms and 116 ohms. At present, sensing looks to be normal. Captured electrocardiograms indicate stable baseline with movement and manipulation which suggests the system appears to have reached equilibrium and air has dissipated. The physician reprogrammed to alternate vector to remove the device out of the equation. No adverse patient effects were reported.